Event description:
Customer alleged chair would shut down during use. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the power chair will allegedly drive for 15 - 20 feet then shut down & joystick screen will state "good bye." A technician for the dealer took the power chair to different locations to see if the issue would duplicate and allegedly it did. The consumer is utilizing a different chair for the time being. Dealer to set up conference call with the invacare engineering department to troubleshoot the issue. No injury alleged.